Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication the product caused or contributed to and adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-mar-2018 with the following findings: a review of the pump¿s black box showed evidence of a loss of prime warning (cs162) associated with a cartridge change. During testing, the pump successfully completed the rewind, load cartridge, and prime steps with no loss of prime warnings occurring. The pump was exercised for 24 hours with no loss of prime occurring. The force sensor calibration was found to be within required specification. The pump performed within required specifications. The loss of prime issue was shown in the pump history but was not duplicated during investigation. Unrelated to the original complaint, investigation revealed a crack in the battery compartment. (B)(4).